Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has not been released. The blue safety tab has been removed from the stainless steel tube. The retractable outer shaft has been pushed over the device tip. The distal stent markers touch the distal radiopaque marker. Inspection of the remainder of the device revealed no other damage or irregularity. After cleaning and flushing, functional testing was performed. The stent could be successfully released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure.

Event description:
An astron self-expanding stent system was chosen for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous iliac artery. The stent could not be opened, the system did not move.